Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Headsurgeon reports via our sales rep, about the breakage of the femur stem which was noticed during a revision surgery.